Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported concern for a "dark spot" on their lower tooth on (B)(6) 2023, we will need to confirm the tooth # and advise the customer to visit their doctor of dental surgery for a possible cavity and support with dual backtrack. It was noted that the patient has a large air gap isolated on tooth #10 but they struggle with capturing a good intrusion photo and current aligner photos. The patient was evaluated for possible intrusion but the team line confirmed no intrusion present on tooth #10.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.